Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion" according to the customer: "I set the machine to deliver a bolus over 1 hour. Machine alarming as in kvo. Went to look at the machine and the full 500ml bag had not been delivered. Machine display stated it had been delivered".